Event description:
The report from the database indicated that approximately a little over one year after the index procedure during the follow-up period, the patient was found to have restenosis of previously implanted cypher stent in the distal right coronary artery (rca). The restenosis was treated by implantation of a taxus stent.

Manufacturer narrative:
The indication for the urgent index procedure was acute myocardial infarction (ami) non-st elevation without shock. The time of presentation to intervention was reported to be >12 hours. The patient was reported to have an ejection fraction (ef) of 46%. The patient was reported to have >=50% stenosis in the left anterior descending (lad), circumflex, and right coronary artery (rca). Five (5) lesions were attempted duriing the index procedure. Lesion #1-1: the target lesion was the distal rca. The lesion was reported to be: native vessel, a 70% stenosis, and a de novo lesion. A cypher 2.5/23 mm stent was implanted after pre-dilation. The stent was post-dilated. Angiographic success was achieved for this lesion. The redidual stenosis was 10%. The flow post-procedure was timi 3. There were no reported device malfunctions. Lesion # 1-2: the target lesion was the mid rca. The lesion was reported to be : native vessel, 3.5 mm in diameter, a 100% stenosis, a total occlusion, and de novo. A cypher 3.5/23 mm stent was deployed after pre-dilation and an unk bare metal stent (bms) was also deployed by direct stenting. The two (2) stents were not overlapping. Angiographic success was achieved for this lesion. The residual stenosis was 0%. The flow post procedure was timi 3. There were no reported device malfunctions. Lesion #1-3: the target lesion was the mid lad. The lesion was reported to be: native vessel, 2.5 mm in diameter, a 70% stenosis, and de novo. A cypher 3.0/23 mm stent and a cypher 2.5/13 mm stent were implanted by direct stenting in overlapping fashion. The cypher 2.5/13mm stent was post dilated. The residual stenosis was 0%. The flow post-procedure was timi 3. There were no reported device malfunctions. Lesion# 1-4: the target lesion was reported to be: native vessel, 3.5 mm in diameter, a 70% stenosis, and de novo. A cypher 3.5/23 mm stent was implanted -dilation. The stent was post dilated. The residual stenosis was 0%. The flow post procedure was timi 3 there were no reported device malfunctions. Lesion #1-5: the target lesion was the proximal left circumflex. The lesion was reported to be: native vessel, a 70% stenosis and de novo. A cypher 3.0/18mm stent was implanted by direct stenting. The stent was post dilated. The residual stenosis was 0%. The flow post procedure was timi 3 there were no reported device malfunctions. An adverse event (ae) occurred approximately three and one-half (3 1/2) months after the index procedure. The ae reported was treatment of a new de novo lesion in the distal circumflex. The event was reported to be unrelated to the index procedure/device and was a new lesion. This event was determined to be not reportable. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.